Manufacturer narrative:
Patient identifier and weight is not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the first metacarpal a 1.0 mm drill bit from a modular hand system sheared off inside the patient¿s finger. The fragment was retained and was unable to be removed. X-ray taken (B)(6) 2017. Surgery was delayed 3-5 minutes. Procedure was completed successfully and patient outcome was good. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 09.may.2016, no nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device. This complaint is confirmed. The tip of the returned drill bit has sheared off as reported. The transverse break occurred in the cutting/fluted section. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, dimensional inspection of feature(s) related to this complaint, and drawing review were performed as part of this investigation. An accurate measurement of the outside diameter near location of breakage was not able to be obtained at cq due to the damaged edge/surface. The overall length of the returned drill bit measured 67.91 mm (calipers) at cq. Therefore, based on overall length specification of 74.7 mm - 75.3 mm per tabulated drill bit drawing; it is determined that the distal fragment that sheared off would be approximately 7 mm long by 1 mm in diameter. Tabulated drill bit drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Drill bit broke most likely due to very hard bone (first metacarpal bone in (B)(6) male patient). The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.